Event description:
It was reported to medtronic minimed that the customer reported pairing issue between pump and transmitter. The customer reported no adverse event. The event involved product mmt-1886l. Troubleshooting was performed but issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1886l and insulin pump was retuned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump passed functional testing including displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No unexpected sensor errors or connection anomalies noted. Successfully downloaded history files and traces using thump software. The pump was received with minor scratches on lcd window, cracked keypad overlay, cracked retainer and scratched case. In summary, customer alleged no com pump to xmtr not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.